Event description:
There was an allegation of a questionable elecsys anti-hcv ii result from the cobas 6000 e601 module for one patient. The initial result was 2.16 coi (reactive), accompanied by an alarm that the reagent was expired. The repeat result with a new reagent cassette was 2.34 coi (reactive). A new sample was collected and sent to an external laboratory using an architect analyzer, with a result of 0.09 coi (negative). The polymerase chain reaction (pcr) result was negative, <15. The unit of measurement was requested but not provided at this time.

Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The customer reported that control level 2 was out of range for the old cassette, but no data was provided. The new cassette qc was okay, but low. The customer swapped the reagent to a different module to rule out a reagent vs. Instrument issue: no errors were observed in the calibration or qc data. Per product labeling, "all initially reactive or borderline samples should be retested in duplicate using the elecsys anti-hcv ii assay. For repeatedly reactive samples, confirmation via supplemental methods (e.g. Immunoblot or detection of hcv rna). If one or both measurements remain borderline the analysis of a follow-up sample is recommended." A general reagent issue can be excluded, as the reagent performed according to specification. The investigation is ongoing.

Manufacturer narrative:
The unit of measurement for the polymerase chain reaction (pcr) result was provided as iu/ml. The investigation did not identify a product problem.